Event description:
A user facility nurse reported to fresenius that blood loss occurred during a patient's continuous renal replacement therapy (crrt) on a multifiltratepro machine. System error 9040 was received along with the message ¿system error internal data transfer." The patient's blood was not returned. The patient's estimated blood loss (ebl) was not provided but it was reported that it did not exceed 500 ml. The patient did not experience a serious injury or require medical intervention. The patient was transferred to a different machine in order to continue treatment. Qtrak report number: 1584978 the complaint number for the associated qtrak report is: (B)(4).

Manufacturer narrative:
Plant investigation: no sample was returned to the manufacturer for physical evaluation. However a review of the treatment details indicates that the system error occurred. The reported issue is confirmed. The manufacturer concluded that a communication error occurred, which ultimately resulted in system error 9040.1. At present, there is no software that can be used to correct this error behavior. The error is being investigated. It is not yet known why it occurs. After switching the machine off and on, it should work again. A review of the device history record (DHR) is found to be not necessary due to the fact that the failure/ complaint can be clearly attributed to the design of the product. A review of the complaints revealed that the reported failure type represents a known event. A CAPA has been launched for the root cause analysis of this software problem.